Event description:
It was reported that one patient experienced an ¿electrocution injury,¿ which disabled the device and required surgical device replacement. Additional information as requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).